Event description:
It was reported that during a myomectomy procedure, a broken wire was noted on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still remained in the clevis. The clevis does not exhibit excessive damage. The instrument has 4 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.